Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2007. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6), 2010. A review of the invoice history confirmed the surgery dates and indicates patient underwent a revision procedure on (B)(6), 2010 due to alleged infection. Invoice history further suggests patient underwent a reimplantation procedure on (B)(6), 2010. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6), 2010 reports patient was revised due to septic loosening of acetabular component and septic right total hip. Revision op report notes the presence of purulent, milky white fluid; loose shell; acute inflammation; and chronic inflammation with granulation tissue. In addition, op report notes a possible unicortical fracture of the proximal femur and the taper insert was cold-welded onto the stem and could not be separated. All components were removed and replaced with antibiotic spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-06647, -06648, & -08574).